Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited a loss of capture on the atrial channel. No medical intervention or patient symptoms were reported.